Event description:
The olympus equipment management representative reported (on behalf of the customer) that the evis lucera elite video system center had no image after one second of power. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the no-image issue was due to a defective printed-circuit board failure. In addition to the failed circuit board causing no-image, the additional evaluation findings are: error e204 was also reported due to another defective printed-circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e2, e3 remove health professional from this section and occupation. E1: add contact phone number from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to a printed-circuit board failure. Olympus will continue to monitor field performance for this device.